Event description:
It was reported that there were readings >10000 ohms. The manufacturing representative (rep) was currently in the operating room (or) now. The rep disconnected the old extension, per labeling, on the implantable neurostimulator (ins) 4-7 and placed it on the bottom of the pocket adaptor. The old extensions on 0-3 was disconnected and placed on the top of the pocket adaptor. The rep also connected the pocket adaptor into the ins. When impedances were checked: electrode 4-7: >10k ohms and electrode 0-3: 1000-2000 ohms. When the extensions were swapped on the pocket adaptor so that extension 4-7 was on the top port of the pocket adaptor and extension 0-3 was on the bottom report, impedances were: electrode 5-7: working fine and electrode 0-3: >10k ohms. The rep had tried two different pocket adaptors and was showing the same impedance. It was noted that the rep was not able to check the patient¿s device prior to replacement as the patient¿s device had been end of life (eol). It was noted that after swapping out the extensions too many times, they lost tract of which extensions was which. The physician then labeled one extension 0 and the other 7 and they were testing using the ins. Extension 0 on the top port of adaptor (0-3) extension 7 on the bottom port of adaptor (4-7) electrode impedance tested at 3v: 0-3: 800 -2,000 ohms 4-7: 900 - 11,000 ohms then they swapped the extensions. Extension 7 on the top port of adaptor (0-3) extension 0 on the bottom port of adaptor (4-7) electrode impedance tested at 3v: 0-3: 2,000 - 4,000 ohms 4-7: 11,000 - 13,000 ohms they were advised to take out extension 7 and test extension 0. Extension 0 on the bottom port of adaptor (4-7) 4-7: >40k ohms extension 0 on the top port of adaptor (0-3) 0-3: 8 - 1,000 ohms it was noted that the rep had used up her two pocket adaptors. The first pocket adaptor that she used was still sterile, so they tested that pocket adaptor since it was still sterile. Extension 0 on the bottom port of adaptor (4-7) 4-7: >10k ohms extension 0 on the top port of adaptor (0-3) 0-3: 8 - 2,000 ohms the cause of the high impedances was never determined. The rep met with the patient post-op and programmed the patient and the patient was receiving effective therapy. The patient still had high impedances but the doctor had no plans to address it since the patient was getting good relief without any problems. It was noted that one of the pocket adaptors, the one that the doctor thought was not working during the procedure, would be returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID 74002, product type: adapter. Product ID 3487a, lot# j0010319v, implanted: (B)(6) 2000, product type: lead. Product ID 3487a, lot# j0008043v, implanted: (B)(6) 2000, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).